Manufacturer narrative:
Update to h6 (type of investigation, investigation findings, and investigation conclusions), h11 to reflect engineering evaluation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A 3mensio was provided and revealed calcification and tortuosity was present in the access vessels and the vessel was undersized near the entry point of the left access. The minimum recommended vessel diameter for 14f esheath+ is 5.5. Imagery was evaluated and revealed that the delivery system did not exit through the sheath tip but punctured through the side of the sheath. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The valve may have interacted with the patient's vasculature since the sheath's integrity was compromised due to a liner puncture. This could have led to thv dislodgement during removal. Additionally, the presence of calcification and tortuosity in the access vessels can further increase the risk of interaction, potentially leading to thv dislodgement. In this case, the thv dislodged off balloon requiring the valve to be deployed in the external iliac was unable to be confirmed. The available information suggests (calcification, tortuosity) and/or procedural factors (interaction with vasculature, liner puncture) contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, a product risk no or no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
During a transcatheter aortic valve replacement (tavr) procedure using a 26mm sapien 3 ultra valve via transfemoral approach, during valve/delivery system (ds) insertion, it was noticed that the valve was outside of the sheath in the patient's aorta. During the removal of the valve/ds/sheath, the valve came off of the ds and was lodged in the external iliac. Attempts were made at percutaneous retrieval however the team decided to deploy the valve in the external iliac. A new sheath/ds/valve was prepped and successfully inserted and deployed. The patient resting in the ICU. Follow-up indicated that there were no tracking issues or insertion difficulties. The perceived root cause was that the sheath seam did not expand. The patient was stable and was discharged the next day.